Event description:
Removal of endosseous dental implant. Implant was placed on 3-27-97 in site #19 (class I bone) during a complex procedure in which the implant was placed in the bone between the medial and distal root with bone grafting using freeze-dried bone, autogenous bone and a resorbable membrane. The clinician reports that the implant failure was do to poor healing initially with abnormal pain. The pt suffered from gout and the clinician does not know if the pt's medical condition contributed to the failure. The implant was removed on 6-13-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.